Event description:
Baxter vial-mate-system was used with eraxis vial and baxter 250ml ns-minibag. Patient had difficulty activating system and noted plastic particles in the vial after activation. He was concerned about the potential of accidentally infusing plastic particles. F/u with md and patient showed no adverse effects as he only infused the first 1-2 bags then wasted the rest. FDA safety report ID # (B)(4).